Event description:
User had activated a large quantity of cidex activated dialdehyde solution, 3 cases. The customer experienced a swelling of the tongue at approximately 4.5 hours later. Then solutions were discarded. Benadryl was prescribed, and no recurring problems noted with further contact with solution. It is unclear as to the cause of the reported incident.